Event description:
On (B)(6) 2025, the user and caregiver reported a small leak from a connector during a supply change. The connector was found to have a crack after being dropped. A complete supply change was performed with new components, and insulin delivery resumed. No blood glucose impact or symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.